Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3

Event description:
Sus voluntary event report (mw5065351) regarding left knee from 2012 bilateral stryker triathlon total knee replacement. Patient reported: I had knee pains from the start. After surgery, knee pain was noted each visit with doctor; he stated I need more time to heal. After nearly 2 years with original surgeon, I switched over to the local healthcare provider and was re-x-rayed with physical exams. Doctor tells me I am loose with instability. I am now finally scheduled for revision surgery on left knee 2016.